Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9241d. Additional information requested: did the top jaw break off of the device? Did retrieving the top jaw (broken tip) cause a change in the plan of care for the patient? Is the detached top jaw (broken tip) being returned with the device? Or, was it discarded? Response received: no, no patient consequence and won't be sent back with product. Discarded the device was received with the upper jaw detached not returned. In addition, the I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the tip came off the device and was retrieved with no negative impact to the patient. The case was completed using another device of the same product code.